Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support, and declined to provide additional information. Multiple follow up attempts were made by tandem technical support to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.